Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr cannula got stuck under the skin during use. The following information was provided by the initial reporter: the needle gets stuck under the skin when trying to withdraw after injection. The needle bends during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr cannula got stuck under the skin during use. The following information was provided by the initial reporter: the needle gets stuck under the skin when trying to withdraw after injection. The needle bends during injection.